Event description:
On (B)(6) 2025 biolife plasma services received telephone notification of a donor death. The chief medical examiner in (B)(6) noted the donor had died at his home on (B)(6) 2024. The chief medical examiner related that no cause of death was known and initiated a request for biolife records. A review of donor records shows the donor last donated on (B)(6) 2024. The biolife center physician contacted the medical examiner's office on (B)(6) 2025 and was informed that while the cause of death is not known that a history of nausea, vomiting and cephalgia were noted after plasmapheresis and that unspecified hyponatremia was also noted. Upon notification of the donor's death, the plasmapheresis device was taken out of service. The plasmapheresis device logs and single use collections materials records were inspected and no aberrant findings were noted. The preventative maintenance tpds was performed on (B)(6) 2025 and found the instrument to be working as intended. In conclusion, the death of the donor, occurring shortly after a plasma donation at biolife plasma services, the reported symptoms of nausea, vomiting, cephalgia, and unspecified hyponatremia noted by the medical examiner. However, a definitive causal relationship between the plasmapheresis procedure and the donor's death cannot be determined at this time due to the lack of detailed autopsy records. The investigation of the donation procedure and equipment revealed no immediate anomalies. Per biolife, the donor did not relate a history of prior electrolyte abnormalities but did note a resolved history of kidney stones. As no further medical or autopsy records are currently available, no causal relation between the plasmapheresis procedure and the fatality can be determined. Further investigation by fresenius kabi is pending. Given that the donor died one day after the final uncomplicated donation and the cause of the death is currently unknown, we are reporting this incident conservatively.

Event description:
No kit sample or picture were available for analysis. Therefore, the customer reported complaint cannot be confirmed and a root cause cannot be identified. The following current controls are in place to assure integrity of the kit 1) in process sampling quality inspection and 2) post sterilization sampling final inspection. Additionally, the batch record for kit batch fa24d12074 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The reported death occurred in (B)(6) 2024, but was not reported to fresenius kabi until april 2025. Therefore, no procedure records nor system data logs were available for analysis. The fse (field service engineer) stated the tpds (test procedure data sheet) was completed. The fse stated that the device passed all testing after the part was replaced. There is no indication of a device malfunction. A device history review of the device serial number (B)(6) was conducted in order to identify potential related manufacturing non-conformances. The review yielded no non-conformances related to this issue. A review of the service records for this device, serial number (B)(6) found no same/similar complaints related to this one. A search of capas found no related issues. A monthly trend is performed to determine the need to initiate an investigation due to an increase in complaints for the corresponding defect category or to determine if corrective actions are needed. No adverse trend was observed in the last product review meeting performed before this complaint was received. Fresenius kabi has determined that the device did not contribute to the donor's death.